Event description:
The patient was reportedly implanted with a bard pelvicol tyco ivs on (B)(6) 2004 at (B)(6). The patient was reportedly implanted with a cook surgisis graft at (B)(6). On (B)(6) 2013 the patient was reportedly implanted with a gynecare tvt at the (B)(6). No surgeon's were specified for any of these surgeries. The patient and her attorney have alleged that as a result of these products being implanted in the patient, the patient has experienced pain, injury, and has undergone medical treatment. The following information was not provided by the complainant: specific, information of the alleged injury, specific information regarding whether intervention was performed, specific information regarding why intervention was performed or what type / to what extent intervention was performed, specific correlation between device performance and alleged injury, current patient status.

Manufacturer narrative:
Date of event not provided by the complainant. : product expire date unk; lot number provided is not a valid lot number according to internal records. Product manufacture date unk; incorrect lot number provided. Method, results - product not returned to cbi. Conclusions - root cause inconclusive due to lack of details provided by the complainant. Lot number provided by complainant does not match internal records. Investigation into this claim included a review of the claim allegations and all other communication and investigation into this report/claim is being handled by our attorney. Based on the information provided by the complainant, details regarding a specific correlation between the cook biodesign 4 layer tissue graft's performance and the alleged injury remain unknown. A root cause of the claim allegations is inconclusive due to lack of details provided by the complainant. All other matters relating to this litigation are being handled by our attorney. If/when additional information is obtained a follow-up MDR will be filed.